Event description:
It was reported that during a port placement procedure, air allegedly leaked with the introducer needle. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this product/lot number combination. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: one MRI low-profile port, one groshong catheter, one flushing connector, two introducer needles (one yellow and one pink), one vein pick, two catheter locks, one syringe, one guidewire in a guidewire hoop, one introducer peel-apart sheath and vessel dilator, and one tunneler were was returned for evaluation and one electronic photo was provided for review. Gross visual, functional and microscopic evaluations were performed. The investigation is confirmed for the reported air/gas in device and fracture issues as multiple cracks were noted hub of the yellow and pink introducer needle. Further during functional evaluation, leak through a crack on the yellow introducer needle was noted and the needle failed to aspirate. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 07/2023).

Event description:
It was reported that during a port placement procedure, air allegedly leaked with the introducer needle. There was no reported patient injury.